Manufacturer narrative:
The device was received for evaluation. Visual inspection and functional testing revealed a leak from the spike port cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml exactamix eva tpn bag had leaked from the port during preparation. This event occurred before use of the device. There was no patient involvement. No additional information is available.